Manufacturer narrative:
No product will be returned to the manufacturer for evaluation. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided the most likely cause of the event was related to user handling. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
The patient reported the 20 inch lead wire had shorted out and she felt a shock. The patient stated she was wearing a belt buckle that had rubbed against the wire which caused the shock. She reported this did not cause a mark and she did not see her physician. She also stated she has not had a problem since removing the belt buckle. The patient stated everything is fine; no adverse events were reported.